Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 522-523 mg/dl; cause was not known. A manual insulin injection was administered to address bg. Additionally, the infusion set was changed to address the issue and insulin delivery was resumed. Reportedly, the customer discussed the reported issue with a diabetes educator. Multiple attempts were made to follow up with the customer, however, a response was not received.

Manufacturer narrative:
Device not returned.